Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to patient data. The device was functioning appropriately; however, the patient data had been erased. The situation was ongoing, and continued monitoring was planned. No adverse patient effects were reported. The s-ICD remains in service.

Manufacturer narrative:
Device technical analysis/summary: device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.